Event description:
A medtronic representative reported that the facility's vertek arm from the inav kit does not tighten properly anymore. This event was discovered outside of surgery and no patient was present.

Manufacturer narrative:
No patient was present at the time of the event. Device has not been returned to the manufacturer for evaluation.